Event description:
This resident was reclining in her recliner chair and our c.n.a. Noted that her left little toe was bleeding. It is unknown what caused the toe to bleed; the c.n.a. Did not see the toe become injured and the resident is aphasic. The diagnosis was open fracture of the left little toe with a laceration requiring sturesdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.